Event description:
It was reported that the screw from the bone profiling pin fractured in the patients' mouth during a 2nd stage surgery and part of it remained stuck in the implant. The implant was removed and the site was grafted. The patients' condition is fine. The patient will return to replace implant at a later date.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: it was reported that the screw from the bone profiling pin fractured in the patients' mouth during a 2nd stage surgery and part of it remained stuck in the implant. The implant was removed and the site was grafted. The patients' condition is fine. The patient will return to replace implant at a later date. MFR rec'd date: 01 jul 2019. Report type: follow up. Follow up type: serious injury. Device eval by MFR: yes. The reported devices were received for evaluation. Visual inspection of the returned product identified that there was a piece of fractured certain guide for bone profiler (ibpgp) stuck in the implant drive feature. The reported condition of a screw from the bone profiling pin that fractured in the patients mouth during a 2nd stage surgery and part of it was stuck in the implant was confirmed. A device history record (DHR) review could not be performed as the reported device item and lot are unknown. A DHR review was completed for the reported concomitant device. No manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event were noted in the DHR. It was confirmed that all operations and inspections were executed as per applicable procedure. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report (B)(4). Concomitant medical products: osseotite® tapered certain® prevail® implant 5/4 x 11.5mm, item #: xiitp5411 lot #: 2018010707. The following information is unknown at the time of this report: device manufacturer date: unknown. The reported devices have been received for evaluation. The investigation has not yet begun. Once the investigation is complete, a follow up medwatch report will be submitted.

Event description:
It was reported that the screw from the bone profiling pin fractured in the patients' mouth during a 2nd stage surgery and part of it remained stuck in the implant. The implant was removed and the site was grafted. The patients' condition is fine. The patient will return to replace implant at a later date.